Event description:
In 2009, the patient reported that the infusion site adhesive does not stick well to her skin and fell off within seconds. She experienced this with 3 different infusion sets from the same box. She stated that when she removed the paper backing of the infusion site prior to use the adhesive was not sticky. She stated that she cleans her skin with alcohol and allows it to dry before attaching the infusion site. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.